Event description:
It was reported to philips that the device gives wrong cardiac sequence measurements. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
It was reported to philips that the device gives wrong cardiac sequence measurements. There was reportedly no patient involvement. The field service engineer (fse) evaluated the device and could not find any faults. The evaluation of the device found no faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.